Manufacturer narrative:
(B)(4). The lot was manufactured between october 18, 2014 ¿ october 19, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a folfusor burst during infusion. The device was filled with 44g fortum (non-baxter product) and 130ml nacl 0.9% (non-baxter product). There was no patient injury or medical intervention associated with this event. No additional information is available.